Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) that stopped working leading the patient to be unable to use it. A replacement surgery was performed in which the existing device was removed and new cylinders were implanted. During the procedure the tubing to the cylinders was found to be disconnected and broken causing fluid to leak resulting in the complication. The patient did not experience any adverse events.